Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 25 found on 28-feb-2023. Pump passed displacement test and active current measurement. Pump failed self test due to pump error 75. Pump failed sleep current measurement due to high current reading, problem isolated damaged internal lithium battery. Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 25 on 02/28/2023 at time 02:00:00.000 due to damaged lithium battery. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. The unloaded voltage (ul vlith) and loaded voltage (loaded vlith) remain at 0v level through the duration of recorded data. Problem isolated to damaged lithium battery and loose j7 connector. Verified the pump alarmed pump error 68 on 02/28/2023 at time 02:02:56.000 due to hardware anomaly caused by damaged lithium battery. Verified the pump alarmed pump error 49 on 02/28/2023 at time 02:05:20.000 due to hardware anomaly caused by damaged lithium battery. Pump alarmed pump error 75 during self test. However, pump will no longer power on due to now detached j7 connector. For this reason, pump is unable to redownload to acquire date and time of pump error 75. Pump was cut open to perform visual inspection and found swollen and torn internal lithium battery. Loose j7 connector was also observed upon visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Pump error 25 was confirmed in the history files due to damaged internal lithium battery. Pump error 68 was confirmed in the history files due to hardware anomaly caused by damaged lithium battery. Pump error 49 was confirmed in the history files due to hardware anomaly caused by damaged lithium battery. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to damaged internal battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error 25 alarm and pump error detected. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the customer was able to clear the alarm successfully and able to rewind the pump. The customer will discontinue using the insulin pump and the pump will be returned for analysis.